Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the left ventricular (lv) lead impedance measurements were high and out of range. During the device interrogation high threshold measurements with loss of capture (loc) were observed. It was noted that the lv ring to rv and lv ring to can exhibited thresholds of 5 volts and when programmed lv ring to can muscle stimulation was also produced. The device at that time was reprogrammed due to a suspected, but not confirmed, lead tip electrode fracture. The reprogramming resolved the issue. This cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion over three years later. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.